Manufacturer narrative:
A ge service representative performed an on site investigation, and replaced the interconnect cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down during a procedure. No patient injury was reported.